Manufacturer narrative:
The insulin pump was received with cracked casing at a display window corner, minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip. The unit was also received with unresponsive buttons due to an unlocked keypad connector on the lcd board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that there were cracks around the display window. The patient's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis due to the physical damage.